Event description:
Patient had vantex triple lumen catheter placed on [redacted] for poor IV access. At time of insertion, all lumens had blood return. On [redacted] am, during central line audits, brown port does not have blood return. Medline notified and will come to pick up the item on [redacted] brown (distal) port that does not have blood return. Manufacturer response for triple lumen catheter, vantex triple lumen catheter (per site reporter).